Manufacturer narrative:
Covidien reference number: (B)(4). The device was evaluated, the exhalation valve was replaced and the ventilator worked properly.

Event description:
It was reported that during use, a ventilator had a low oxygen pressure alarm. The reporter stated that the patient's oxygen saturation was unstable and the blood oxygen concentration could not effectively be improved. The patient was removed from the ventilator and transferred to a different ventilator. Although requested, information regarding the patient outcome was not provided.